Manufacturer narrative:
The catalog number, serial number, and gtin number have been corrected in section d4. The 510k number has been added to section g4. The investigation is still ongoing and further details will be provided.

Event description:
It was reported that the zoom stretcher was being charged and a person suffered an electric shock when touching the zoom stretcher. It was further reported that the affected person is doing well at this time.

Manufacturer narrative:
The customer declined to divulge the extent of injury or the nature of treatment received by the person who was shocked; however, it was confirmed that they are doing well. The technician observed that the stretcher has been modified with electrical components that were not approved or supplied by stryker resulting in the unit to fail the electrical safety test. The issue was resolved for the customer by advising that no modification of stretchers is allowed at the customer facility and to put the stretcher out of service.

Event description:
It was reported that the zoom stretcher was being charged and a person suffered an electric shock when touching the zoom stretcher. It was further reported that the affected person is doing well at this time.

Event description:
It was reported that the zoom stretcher was being charged and a person suffered an electric shock when touching the zoom stretcher. It was further reported that the affected person is doing well at this time.